Event description:
It was reported that the pump had a primary audible test alarm. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This MDR was generated under protocol (B)(4).